Manufacturer narrative:
Film evaluation results are: CT¿s from ~6 years post-implant were reviewed. The films were non-contrast; therefore, the measurements were approximate, and no as sessment of any endoleak or stent graft patency could be performed. A talent stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest right renal artery which was stented. The left renal artery contained calcification. The bifurcate proximal od measured 27mm, and there was >2cm of proximal seal length. The max diameter aaa measured 4.7cm, and coils were seen in various locations near the proximal neck. The bifurcate was placed up the right side, and was extended with an aneurx cuff into the right external iliac artery excluding the aneurysmal (6cm diameter) right internal iliac artery. The distal end of the right aneurx limb measured 15mm. On the left side, the talent contra limb was extended with an aneurx cuff into the aneurysmal left common iliac artery. There was minimal component overlap (~1cm) between the contra limb and aneurx cuff. The distal end of the left limb measured 28mm, and the left iliac diameter measured 40mm at that same level. The external iliacs appeared tortuous; especially on the left side. No stent graft kinks or compression was seen, and no other issues were observed. The exact cause of the distal type I endoleak reported in the left limb could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant images were not available for review and comparison. Additionally, the non-contrast films returned did not allow for the assessment of any endoleak. It appears likely that the marginal distal seal in the left iliac was caused by disease progression; left common iliac artery dilatation. The reported aneurysm increase within the right internal iliac artery could not be determined from the films provided.

Event description:
A talent stent graft system with aneurx limbs was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The right iliac artery had coils placed sometime prior to the index procedure. It was reported that, on recent follow up a CT revealed that the aneurx device within the left iliac limb was flared within the left iliac aneurysm and that there was a distal type I endoleak. The left iliac aneurysm measured 41 mm in diameter. Additionally, the right internal iliac had a saccular aneurysm that measured 6.3 mm x 5.4 mm in diameter. The patient was asymptomatic. Per the physician, the cause of the distal type I endoleak was unknown. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.